Event description:
The lay user/reporter called lifescan (lfs) in 2006 and alleged that the patient patient's meter was powering off during use. The medical affairs specialist mailed a letter three days later since the user could not be reached by telephone for further clarification. According to the reporter, the patient went to the hospital sometime in april because she was unable to test on her meter. She complained of feeling nauseous, sweaty, and having a bloody nose. Her blood glucose was tested at the hospital and the result was 740 mg/dl. She was treated with IV fluids. The battery had been replaced per the owner's manual. The battery and battery contacts were in good condition. There was no meter trauma. The power issue was not resolved. This complaint is being reported, as the patient was unable to test on her meter while having symptoms. She was later found to be hyperglycemic and received treatment. A replacement meter has been sent.